Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 01/05/2023 related to a bipap device's sound abatement foam. In addition other relevant history section has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed an unknown contamination on the top enclosure, sd card and filter access flip door, accessory access flip door, and the bottom enclosure. Manufacturer observed an unknown dust like contamination on the top enclosure, sd card and filter access flip door, front panel, pca (printed circuit assembly), air inlet of the blower box, rear panel, bottom enclosure, blower box, blower motor, blower motor seal. Manufacturer observed hair-like fibers on the rear panel, bottom enclosure, and the blower motor seal. Evidence of liquid ingress was observed on the blower motor and the blower box. A keratin-like substance was observed on the blower box outlet and seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report linv has captured.